Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 179 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert the new aaa alkaline battery. The customer stated her pump says batter out limit. The customer was advised to monitor pump and we will ship a replacement battery cap.